Manufacturer narrative:
(B)(4). Estimated relevant tests/laboratory data and therapy dates. The device was not returned for evaluation. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that an arteriotomy closure of a common femoral artery was achieved using a starclose se device via 6fr sheath after a percutaneous transluminal angioplasty (pta) procedure. Reportedly, a dissection occurred and a cut down was performed. The dissection was not related to the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was achieved using a starclose se device after an interventional procedure. Reportedly, the clip of starclose device achieved hemostasis; however, the physician recognized that the patient had an arterial occlusion of the common femoral artery. The physician suspected that "the introducing and removal of the starclose se device caused a plaque rupture with the result that the plaque has positioned transversely". Open surgery was completed with a thrombectomy. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.